Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. There is a double needle found on a unidirectional suture. Surgical delay unknown. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H 6. Investigation findings: c22 ¿ photo evaluation. Additional information was requested, and the following was obtained: - is there evidence that could suggest that the reported suture was part of a product mix in the package? No. - are there photos available for visual analysis? Yes. The following information was requested, but unavailable: - were there patient consequences? If yes, please explain. Unknown. H3 investigation summary: the product was returned to ethicon for evaluation. One opened sample with two undispensed strands was received for analysis. Product code y496g, this product code is single armed. Additionally, one photo was provided, and it showed one open sample inside its a plastic bag, which is consistent with the actual received sample situation. To evaluate the condition of the returned sample , the suture was removed from the winding former and it was found that had two strand single armed of the same product code instead one strand, resulting in a wrong number of strands in the package. Based on the information currently available, the extra needle suture issue was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and non-conformances no related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.